Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a revision performed due to an "actual shunt piece failing". The product had a run off pressure of almost zero. There was no known impact or consequence to the patient.